Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. The noise was not reproducible with isometric test. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.